Manufacturer narrative:
The manufacturing lot review confirmed all devices met specifications prior to release. The devices were not returned as they remain implanted, and therefore no sample evaluation was completed. A clinical evaluation of the reported event could not be completed due to a lack of receipt of relevant medical records and/or imaging; several requests were made and no response was received. As such, the event determination, off-label conditions, related patient harms, and patient disposition could not be assessed with medical records/images. The final patient status was not reported. No additional investigation of this reported event is planned; however, if additional information pertinent to the incident is obtained, a follow-up report will be submitted. Endologix will continue to monitor this complaint and similar complaints in the event further investigation is needed. H6 result code; remove 3233. H6 conclusion code; remove 11.

Manufacturer narrative:
The devices involved in this event will not be returned for evaluation and remain implanted in the patient. If additional information is obtained at a later time that is pertinent to this event, a follow-up report will then be submitted.

Event description:
The patient was initially treated for an abdominal aortic aneurysm (aaa) with the ovation ix abdominal stent graft system. Approximately three (3) months post initial procedure, the patient presented with stenosis at the flow divider of the main body (reported at the limbs) as identified per CT (computed topography). However, the exact date of event is unknown. The physician plans to re-intervene and surgery has not been scheduled. As of date, there have been no additional patient sequelae reported.